Manufacturer narrative:
Citation: bedogni et al. Circulation. 2013 nov 5;128(19):2145-53. Doi: 10.1161/circulationaha.113.001822. Epub 2013 oct 2. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the interplay between mitral regurgitation and transcatheter aortic valve replacement (tavr). All data were collected from multiple centers between june 2007 to april 2011. The study population included 1007 patients (predominantly female, mean age 81 years), all of whom were implanted with a medtronic corevalve bioprosthetic valve (no serial numbers provided). Among all patients, the overall mortality of the study population was reported as 65 deaths at 30-day follow-up and 171 deaths at one-year follow-up. The causes of the deaths were not characterized beyond cardiac or non-cardiac. The authors stated that patients with severe and moderate mitral regurgitation (mr) had a significantly higher cardiac mortality than those with mild or no mr. Based on the available information, while medtronic product may have been associated with the deaths, none of the deaths were directly attributed to medtronic product. Among all corevalve patients, adverse events included: mr, severe paravalvular leak, transaortic gradients >15 mm hg, valve-in-valve implant, conversion to open heart surgery, major bleeding, cardiac tamponade, permanent pacemaker implant, myocardial infarction, stroke, and heart failure with hospitalization. Additionally, major access-site complications occurred with the accutrak delivery catheter system (dcs). Based on the available information medtronic product was directly associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Correction to literature citation previously provided in h10. Citation: bedogni et al. Interplay between mitral regurgitation and transcatheter aortic valve replacement with the corevalve revalving system: a multicenter registry. Circulation. 2013 nov 5;128(19):2145-53. Doi:10.1161/circulationaha.113.001822. Epub 2013 oct 2. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.